Manufacturer narrative:
The patient's weight was not provided. This complaint is regarding the reported driveline infection. Reference MFR report # 2916596-2016-01176 for the report of the driveline compromise, pump stoppage, and patient's expiration. (B)(4). Approximate age of device ¿ 1 year and 1 month. An autopsy was not performed and the device was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2016 the patient presented to the ed complaining of feeling weak. The system controller was alarming with "red heart" alarm. It was unknown at that point how long the heartmate ii pump was stopped before the patient arrived at the hospital. The pump was not restarted and the patient was started on milrinone. Log files were submitted to the manufacturer's technical support representative for review which contained data from (B)(6) 2016. It was noted that the log file contained pump stops on (B)(6) 2016 while the system was supported on battery power. There were also pump stops noted on (B)(6) 2016 with one lead connected to battery and one lead connected to the power module or with both leads connected to the power module. Technical support noted that this was an indication of a driveline short to shield and since a prior driveline repair was close to the exit site, there would not be enough of the original driveline length to work with which would allow for another external driveline replacement. It was reported that the patient was not a candidate for a device exchange and end of life measures had been started. It was reported that the driveline appeared to be twisted and looked as though it had been tugged on as the exit site was disturbed. There was also a concern of an infection in that area due to the appearance and the hardness on the patient's abdomen. The patient had no history of a driveline infection prior to this incident. The patient had a history of twisting the driveline and did not use the consolidated bag. Many opportunities were taken to instruct the patient regarding driveline care, dressing changes and also the importance of maintaining the integrity of the driveline. It was reported that the patient was not given any treatment for the infection. There were no further discussions regarding the infection. The system controller was disconnected on (B)(6) 2016 and the patient expired.

Manufacturer narrative:
The pump was not returned for evaluation. A specific cause for the report of driveline infection or correlation to the device could not be conclusively determined through this evaluation. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.